Event description:
It was reported that the lead ws not implanted due to capture anomaly and high lead impedance.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Analysis found the lead exhibit normal electrical characteristics. Lead impedance was measured to be within product specification. Mechanical and visual analysis found no anomaly related to the reported event.